Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Painful- vaginal [vulvovaginal pain] , uncomfortable- vaginal [vulvovaginal discomfort] , tugging sensation- vaginal [vaginal disorder] , string wrapped up around the absorbent portion-tampon [device physical property issue], upon insertion it was painful and I realized some of them in the box had the string wrapped up around the absorbent portion...tugging sensation trying to remove the applicator [complication of device insertion]. Case narrative: consumer reported via e-mail that some of the tampons had the string wrapped up around the absorbent portion. No serious injury reported.